Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call low battery alert on their insulin pump. Customer advised they constantly need to replace the battery on the device. Troubleshooting for low battery on the insulin pump was performed. Customer's alarm history confirmed customer has received weak battery, off no power without low battery indicator, motor error and failed battery test alarms. Troubleshooting for weak battery alarm and failed battery test was performed. Customer was advised to clean the battery cap contacts. Troubleshooting for the motor error alarm was performed. Customer advised they were able to complete the rewind process. The displacement test and manual prime tests were both performed and passed. Customer was not receiving a motor error alarm anymore. Customer was advised to monitor the insulin pump and call back if problems continue. Customer was sent out a battery cap as a courtesy to rule out any battery cap issues.